Manufacturer narrative:
(B)(6). This report is for an unknown acdf device/unknown lot. Part and lot numbers are unknown; UDI number is unknown. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported prodisc-c clinical study patient ID (B)(6) was implanted with unknown anterior cervical discectomy and fusion (acdf) device at level c5-c6 on (B)(6) 2004. No complications were noted during surgery. Patient was discharged on (B)(6) 2004, revision surgery was performed on (B)(6) 2009; acdf plate was removed and patient was implanted with prodisc-c at level c6-7. Patient completed the study on (B)(6) 2011. The following complications were noted: (B)(6) 2006; moderate anticipated event; increase in neck pain and headache; intervention: seeking medical treatment; status: ongoing (B)(6) 2009; severe unanticipated event; degenerative disc disease at c6-c7, neck pain and rue pain; intervention: patient scheduled for adr surgery c6-7 on (B)(6) 2009; status: ongoing. On (B)(6) 2011; severe unanticipated event; shoulder pain; intervention: right shoulder surgery; status: resolved. This report is for adverse event: (B)(6) 2009; severe unanticipated event; degenerative disc disease at c6-c7, neck pain and rue pain; intervention: patient scheduled for adr surgery c6-7 on (B)(6) 2009; status: ongoing. On (B)(6) 2009; severe unanticipated event; adjacent level disc disease requiring surgery, neck pain and rue pain; intervention: removal of plate c5-6 (prodisc c implanted c6-7); status: ongoing this report is for an unknown acdf device. This is report 1 of 1 for (B)(4).